Manufacturer narrative:
Rationale of report retraction upon further review of this event file, the patient had had an internal iliac artery aneurysm prior to the initial implant procedure. Internal iliac artery aneurysm had enlarged post procedure outside of the treatment region by gore devices. Review of the file determined this event to be non-reportable, as no allegation has been made against the gore device. Therefore, it is determined to retract the initial medwatch report.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), device related risks include aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The right internal iliac artery was aneurysmal however it was small and the physician decided to not treat it. On (B)(6) 2016, the patient had a re-intervention for enlargement of the right internal iliac artery aneurysm. The right internal iliac artery was coil-embolized and an additional endoprosthesis was implanted in the right external iliac artery for distal extension of the contralateral leg component (pxc181200/10939463). The patient tolerated the procedure.